Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Unit received with minor scratched display window, cracked battery tube threads and reservoir tube lip.

Event description:
It was reported that the customer had issues with the insulin pump's keypad. The numbers scrolled up and down after he released the button. The buttons were not responding. His blood glucose level was 102 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.